Event description:
A ge field engineer was dispatched to a customer site where it was determined that the rf body coil required replacement. There was no report of patient involvement. The coil was returned to the manufacturing site for further investigation, where it was revealed that the printed circuit board within the body coil was burned. The circuit board manufacturer was contacted to perform further analysis.

Manufacturer narrative:
Ge healthcare's investigation is ongoing. A follow up report will be submitted once investigation results are available.